Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty ac power plug. Ge rep trained radiology techs on collimator closure. System operates as intended.

Event description:
It was reported that the system was displaying lines in the image and that the ac power plug was broken. No patient injury was reported.